Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera 4k uhd camera control unit exhibited error code e116 (image processor or light source). The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of inspection, no fault was found in regards to the suggested phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Although the suggested phenomenon could not be confirmed, it was assumed that the suggested defect may have occurred due to the user's mishandling of the device. Olympus will continue to monitor field performance for this device.